Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal department a female patient had a bilateral knees on (B)(6) 2007. Approximately 15 years and 7 months after the initial procedure the patient had bilateral knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022: postop diagnosis: polyethylene particulate debris-induced synovitis bilateral knees status post bilateral total knee replacement in 2007. Findings: on the right knee there was a moderate degree of synovitis. Femoral and tibial components were well fixed. The patellar component was not loose but there was wear of the polyethylene. There was wear on the anterior aspect of the post for the cpk liner. A compressive sterile dressing was then applied to the knee and the patient brought to recovery in stable condition.

Manufacturer narrative:
H6: corrected the following: type of investigation, investigation findings, investigation conclusions. The reason the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.